Manufacturer narrative:
The instructions for use (IFU) contains mixing instructions. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the cement was tested prior to inserting the cement in the patient's ear and it was not hardening. Additional information was requested, however, it was reported no additional information is available.